Manufacturer narrative:
As the reaction kinetics shows no abnormalities and since the issue occurred only once, it was determined the issue was consistent with a preanalytic root cause. A general reagent issue was excluded based on the qc data.

Manufacturer narrative:
The quality control results were in the acceptable range. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable astlp aspartate aminotransferase result for one patient sample from the cobas pro c 503 analytical unit. The initial result was 155 u/l. The repeat result was 54.7 u/l. The questionable result was reported outside of the laboratory. The reagent lot number was 48100201 with an expiration date of 31-jan-2021.